Event description:
An aneurx stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 65 months ago. The aneurysm was originally 6 cm in diameter and vessel morphology from the time of implant is unk. It was reported that the pt had a coil embolization procedure of an unk vessel at the five years post initial stent graft procedure; which was due to aneurysm enlargement from 6 cm to 7.3 cm. The pt had a CT scan on an unk date and it was determined there was an unk endoleak. The pt was brought back for evaluation of the endoleak, but it was not possible to detect any endoleak; however, the aneurysm was found to have enlarged to 8cm. The decision was made to reline the whole graft with another manufacturer's device and convert the aneurx device to an aui system followed by a fem-fem bypass. It was noted that this pt is not a surgical candidate. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (type ii endoleak).